Manufacturer narrative:
(B)(4) initial report. Additional information including operative notes (primary and revision), patient activity level, whether the patient followed correct post-op protocol, what the patient was doing at the time of the fall and an update on the patient following the revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity dual mobility revision of the stem, ecima insert and biolox delta ceramic head after approximately 4 years and 6 months due to a peri-prosthetic fracture following a fall.

Manufacturer narrative:
Per (B)(4); final report. Additional information including operative notes (primary and revision), patient activity level, whether the patient followed correct post-op protocol, what the patient was doing at the time of the fall and an update on the patient following the revision, was requested in order to progress with the investigation of this event, however, none of this information was provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The root cause of this event is concluded to be the fall experienced by the patient and has not been linked to the device design or performance. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity dual mobility revision of the stem, ecima insert and biolox delta ceramic head after approximately 4 years and 6 months due to a peri-prosthetic fracture following a fall.